Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine check, an episode of non-sustained rv lead noise was observed. Patient was asymptomatic. High, out of range high voltage lead impedance, low r-waves, and noise were observed. Programming changes were made. The patient was unaffected by the changes.